Event description:
A peritoneal patient's husband has reported the following incident: when attempting to drain, it will start draining and then begin to alarm. This occurred multiple times causing the drain time to be over an hour. Reportedly, the patient developed peritonitis, however, the date of the event is unclear and no further details have been made available. A companion sample is available for evaluation.

Manufacturer narrative:
(B)(6). Note: in the absence of a leak, it is difficult to connect an episode of peritonitis with the cassette. Difficulty draining in and of itself should not result in an increased risk of peritonitis unless it lead to non-sterile disconnect from the pd cycler which is contrary to standard technique.